Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with numbers counting up then blank display. The problem was isolated to the mother board. The insulin pump had a scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 170 mg/dl at the time of the call. The customer stated that the insulin pump was not dropped, bumped or exposed to moisture. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.